Manufacturer narrative:
D10: 02-020-12-0235 - truliant ps por fem ps por left sz 3.5: (B)(6). 02-022-55-3535 - truliant por tib tray size 3.5f/3.5t: (B)(6). 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain in left knee. As a result, approximately 3 months after initial replacement, the patient was prescribed medication. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected health effect and investigation clinical codes.